Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. All keypad buttons had normal spring back or click. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).